Manufacturer narrative:
Upon further clarification, this complaint was regarding a routine calibration and it does not meet the criteria for reportability.

Event description:
It was reported to philips that the device failed to detect its battery. There was no patient involvement.